Event description:
Healthcare professional reported a left side exchange of textured device due to patient's concern with product. Healthcare professional later reported "left side is the one with the rupture, left side was completely ruptured and is not available for return." The device has been explanted, replaced with non-abbvie device, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare provider additionally noted "observations made during surgery" of "complete rupture-no shell intact".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.